Event description:
The customer reported that the pilot balloon on the tracheostomy tube was leaking after three days. There was no info provided regarding any pt. It is not known if there was any medical intervention required.